Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: this file was reviewed by a cross functional team that is comprised of medical safety, research and development, life cycle engineer, marketing product director, post market surveillance manager, risk manager and regulatory reporting specialist during the weekly ae review and the following was requested: how was the leak treated? Unknown. Do you believe that the stapler or thunderbeat contributed to the leak? Surgeon is unsure, he stated most likely not the staplers issue.

Event description:
It was reported that two weeks post-op a laparoscopic gastric sleeve procedure was performed with no patient or device issues. Two weeks post-op a CT scan was performed and a leak was confirmed. During the case the surgeon used a total of two devices and eight firings of ecr60g. One device was used for the first four firings of ecr60g and a second device for the fifth through eighth firings. Peri strips were used with each firing as well. This was the first case that the surgeon evaluated thunderbeat, a combined advanced bipolar and harmonic dissection tool that the sales rep noted gets much hotter than a regular harmonic device and the surgeon stated that this could be a contributing factor. The surgeon stated that when a patient presents with a leak two weeks post op, this is most likely not due to a stapler malfunction. The patient status is unknown.